Event description:
The u.s. Food & drug administration (FDA) received a consumer complaint from a consumer, ms. (B)(6) who resides in (B)(6) . She had sientra textured breast implants inserted in (B)(6) 2014 by a plastic surgeon in (B)(6) . In (B)(6) 2021, she began experiencing joint pain all over her body with fatigue. Ultrasounds and an MRI disclosed the left implant had ruptured. She had them removed by the same surgeon in (B)(6) 2022, who advised her that 2 of the implants had ruptured (incapsulated). Blood tests were negative. The plastic surgeon replaced those with 2 new implants (seintra non-textured breast gel implants). She stated that by (B)(6) 2022, her joint pain and fatigue had completely subsided. She believes the her symptoms were caused by the first set of implants. In addition, specifically to this patient, sientra filed a first MDR on 12/04/2021 when we first became aware of the event, which was a complaint related to a confirmed rupture (MDR 1651189-2021- 01776). A second MDR was filed on 3/7/2022 after a new complaint was received from the surgeon related to a ruptured left implant (MDR 1651189-2022-02208). On 12/14/2022 sientra was notified from the surgeon that during the explantation surgery, the right device was also found ruptured. No mention of fatigue or joint pain was made at the time. On 12/19/2022 sientra filed a new MDR (MDR 1651189-2022-03756) as it became aware of the fatigue and joint pain complaint from your email below.